Manufacturer narrative:
(B)(4). The following related mdrs were filed for this event: model: eg-2990i, serial number: (B)(4), pentax medical filed MFR report number 9610877-2020-00104; model: eg-2990i, serial number: (B)(4), pentax medical filed MFR report number 9610877-2020-00111; model: ec-3890li, serial number: (B)(4), pentax medical filed MFR report number 9610877-2020-00112; model: ec-3890li, serial number: (B)(4), pentax medical filed MFR report.

Event description:
Pentax medical was made aware of a complaint on 01-jul-2020 for the sticking andorate disposable valves that occurred during a procedure on, or around (B)(6) 2020. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. Andorate disposable valve model and serial numbers: model: gar081p - lot: 19121608 and 19121623. The model and serial numbers of the pentax medical endoscopes used by the facility on or around june 8, 2020 were received from the sales rep on 13-jul-2020: model: eg-2990i, serial number: (B)(4); model: eg-2990i, serial number: (B)(4); model: ec-3890li, serial number: (B)(4); model: ec-3890li, serial number: (B)(4). Based on a phone call on 14-jul-2020, it was confirmed that all of the above model/serial numbers had suction failures with andorate disposable valves during procedures on or around (B)(6) 2020. The specific procedure dates, associated pentax medical endoscopes used during each procedure, and patient information were not provided to pentax medical and are not going to be available. On 17-jul-2020, a device history record(DHR) review for model: ec-3890li, serial number: (B)(4) was performed under ivai-20-070047, the DHR review confirmed the endoscope was manufactured on (B)(6) 2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2010. Pentax model: model: ec-3890li, serial number: (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2010. The pentax medical video gastroscope has not been returned to pentax medical for evaluation.

Manufacturer narrative:
Evaluation summary: due to the performance deterioration of valve made by andorate, the suction valve is pushed and does not return to the neutral position even if the hand is released. Pentax has conducted removal from the market in accordance with cfr806.20.